Event description:
Implanting physician reported that a device, implanted for over a year, over time had drifting to the right atrium creating an asd and shortness of breath. The device was surgically removed and the pt is fine post surgery.